Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a dispenser coil. The non-medtronic coil used during the event was not returned for analysis. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages were found with the echelon-10 hub. Blood was found in multiple locations within the micro catheter body. A small shallow cut was found on the micro catheter exterior at the proximal marker band. Evidence of steam shaping was found on the distal 2.5 cm of the micro catheter. No damages or irregularities were found with the distal tip or marker bands. Testing/analysis: the echelon-10 total length (up to the proximal marker band) was measured to be 152.2 cm and the useable length (up to the proximal marker band) was measured to be 144.5 cm, which is within specification (specification: total (ref): 152 cm, usable: 144 cm ±1.5 cm). The echelon-10 micro catheter was flushed, and water did not exit out the distal end as it was occluded with blood. An in-house guidewire was inserted into the echelon-10 hub, through the catheter body and became stuck at 95.3 cm from the proximal end. Blood was found at this stuck location. No damages or irregularities were found with the catheter at the location of the resistance. The inner diameter of the echelon-10 micro catheter was measured to be 0.0165" at both the hub and the distal end, which is within specification (specification: 0.0165" minimum). Conclusion: based on the device analysis and reported information, the customer's report of "catheter resistance" was confirmed as resistance was encountered during in-house guidewire resistance testing. The likely cause for the catheter resistance is the blood found within the micro catheter. It is likely insufficient continuous flush was used, causing the blood to backflow up the micro catheter. No damages or non-conformance to specification were found with the echelon-10 micro catheter that would contribute towards the resistance. Other possible contributors for resistance are failure to hydrate the devices prior to use, damage to the coil, incompatible coil, or patient vessel tortuosity. As the unknown coil used during the event was not returned for analysis, any contribution of the coil towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The external micro catheter was found with a shallow cut; however, this would not affect the reported resistance. The cause of the cut could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a coil encountered resistance in the echelon catheter. The patient was undergoing surgery for treatment of an intracranial aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 6 mm. It was reported that during the surgery, after the microcatheter was in place, repeated attempts to deliver the spring coil failed to deliver it to the proximal end of the microcatheter. After replacing the microcatheter, the surgery was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the coil had come out of the introducer sheath smoothly, and was noted to have damage. The coil was not a medtronic product.